Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that the health care professional (hcp) wanted to performed an x-ray and MRI regarding the shooting pain down their leg. They also reported that the hcp thought the ins "might be shot". Patient also stated that they thought the implant was broken and that they have also turned the device off no further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Information was reported that the patient said during the night she was getting what feels like an electric shock down her leg. The patient said she turned her stimulation way down and turned the stimulation off and now she is fine. The patient's doctor has been trying to get a hold of a manufacturing representative (rep) to have someone come and check her device. No further complications were reported. No additional patient symptoms were reported.